Event description:
It was reported that after the preloaded toric intraocular lens (iol) was implanted (evaluation lens), the patient had 20/20 visual acuity on day one, but at one week post-implantation, the lens had rotated 20 degrees. The patient went back for lens rotation surgery on (B)(6) 2023, which went well. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is one week after (B)(6) 2023 (one week post-implantation of the lens). Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.